Event description:
(Event complications: unk - reported 11/26/97) (pt's current status: unk - rpt'd 11/26/97)

Manufacturer narrative:
The product was not returned or released to datascope for evaluation.